Event description:
Healthcare professional reported "rupture" diagnosed via MRI. This record is for the right side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening and missing assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture", diagnosed via MRI. Device remains implanted.